Event description:
On (B)(6) 2012, the patient reported that she wasn't feeling well. She stated that her blood glucose normally ranges from 65-250 mg/dl. The night before this report, her blood glucose level was 188 mg/dl and in the morning it was 91 mg/dl. After being awake for a little while, her blood glucose level was 226 mg/dl. She administered insulin at that time. The patient's infusion device displayed both w2 (battery low) and w1 (cartridge low). When she went to change the battery she noticed that it was "gooey" inside the battery compartment. The label on the battery was dissolving due to battery acid leaking. Two weeks prior to this report, the patient was sprayed with a garden irrigation system. She thinks this may be the cause of the issue with the battery. The patient thinks that she was not delivering as much insulin as she was supposed to due to the issue with the battery. She felt that the infusion device was "pumping too slowly". The patient switched to her backup infusion device and her blood glucose levels lowered to her target range. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion...